Event description:
It was reported to philips that flexvision pc boot issue caused by control network error on a allura xper fd20/15. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the allura haswell flexvision 2 pc no hdd and reinstalled the os and application. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).